Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of cancelled procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to treat a duodenal stenosis during a gastroenterostomy procedure performed on (B)(6) 2025. During the procedure, the axios was connected to the erbe device and prepared for use. However, no power was transmitted. The erbe cable was inspected and replaced, but the issue persisted. Even by replacing the erbe device, the issue could not be resolved. The procedure was ultimately cancelled. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted during a gastroenterostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach and the intestine.